Manufacturer narrative:
Operator of device are unknown; no additional information has been received to date. The product was returned for evaluation. The lcd lens was scratched. Functional testing was done and the reported problem was duplicated. An inoperable main board caused the problem; root cause could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump was indicating an error. No patient injury was reported.